Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the product noted tacks were visible in the shaft. The timing was disengaged for the instrument. Also, the trigger of the instrument was jammed. Functionally, the trigger was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernia procedure, the device was not firing smoothly. Each nail needs to be fired 2-3 times to be fired and barely hit the eight nails on the bilateral patch fixed. No patient injury has been noted.